Event description:
Medtronic received information via patient registration that immediately following the implant of this flexible annuloplasty band, the device was explanted. The reason for explant was not reported. The band was replaced with a medtronic bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on historical data, a failed repair is likely due to the patient¿s native valve.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding the reason for explant and product return have been made. However, at the time of this report medtronic has not received additional information or product return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.